Manufacturer narrative:
Date of report: 21jul2021.

Event description:
The customer reported the v60 displays the error - battery failed. The customer reported that the unit was not in use on patient. The customer contacted product support and after speaking with the engineer on site about the status of the machine, product support resolved to order a new battery for the customer. Other information is pending.

Manufacturer narrative:
Per filed service engineer (fse) the biomedical engineer replaced the battery to address the reported issue. The unit was back in service.